Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 327mg/dl. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued. Troubleshooting was performed and insulin was not observed dripping out of the infusion tubing during the load fill tubing sequence. A supply change was performed and the customer successfully delivered a correction bolus via the pump to address the bg level. The customer stated their bg levels were trending down.